Event description:
A patient, implanted with a prodisc-c at c6-c7 on an unk date, presented to the surgeon complaining of still being in pain. The prodisc-c was removed on (B)(6) 2011 and the pt was revised to fusion at c6-c7.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Visual examination of the implant noted the superior surface has some scratching anteriorly from surgical instrumentation and some burnishing as well from instrumentation. There is a good evidence of bony ongrowth mostly on the patient's right side. The inferior surface has some scratches and marks anteriorly from instrumentation. Also the bottom surface of the rim has fairly heavy scratching from instrumentation used to remove the device. On the posterior side of the rim there is a burnish mark that indicates contact with the inferior endplate. The articulating surface looks very typical with no abnormal damage. The inferior endplate has a large piece of bone still adhered to it on the patient's left side other. There is some slight burnishing from instrumentation. The superior surface has some marks and scratches anteriorly and a burnish mark just posterior to the inlay slot matching the contact mark on the superior endplate. The inlay has damage anteriorly from instruments used to remove the device. There are also marks on the lateral and anterior sides of the dome from instrumentation as well. The undamaged area of the articulating surface is typical. The original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states "performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with "neck or arm pain of unknown etiology". "Myelopathy or pain" is listed on the prodisc-c package insert as one of the several potential risks associated with this device.